Event description:
An internal programming history review was performed where high impedance was observed on this patient's device on (B)(6) 2017. As a result, the patient's device was disabled. High impedance was again seen on (B)(6) 2017 after system diagnostics were performed. No other relevant information has been received to date. No known surgical intervention has occurred to date.